Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had blood coming out of a hole(s) in the tubing of the wingset. The tube could not be filled because of the leak in the tubing so they had to stick the patient again. There was no injury or medical intervention reported.